Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm during battery change and kept on receiving battery failed alarm, they had already changed it with 5 brand new battery. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the contacts were not missing, damaged, or corroded. Customer stated that the neither compartment nor spring were damaged or corroded. Customer was unable to clear the alarm. The device will not be returned for analysis.